Event description:
It was reported that the patient experienced impending bilateral corpora erosion with the cylinders of an inflatable penile prosthesis (ipp) causing pain when the device was inflated. The erosion was diagnosed via visual inspection and palpating the penis as the cylinders could be felt along the meatus area of the glans. A surgical procedure was performed in which the entire prosthesis was removed. There were no device malfunctions associated to the explanted device. The patient fully recovered following the procedure.